Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event on (B)(6) 2025 where the infusion set tubing was kinked. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.